Event description:
Literature was reviewed regarding the outcomes of transcatheter aortic valve replacement (tavr) in a study population of 3,119 patients who were all treated with a medtronic self-expandable valve (evolut pro, pro+, or fx). During follow-up, a total of 48 deaths occurred. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. Other adverse outcomes noted in the article: more than one valve implanted, coronary obstruction, stroke (ischemic or hemorrhagic), conversion to open heart surgery, vascular complications (major or minor), bleeding (major or minor), transfusions, need for pacemaker implantation, aortic regurgitation (moderate to severe), patient-prosthesis mismatch, and acute kidney injury. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: fumiaki yashima, et al. Initial findings concerning the latest self-expandable evolut fx valve: a report using ocean-tavi registry data. The american journal of cardiology. 2024, issn 0002-9149, https://doi.org/10.1016/j.amjcard.2024.10.015. Earliest date of publication used for date of event. Medtronic products referenced: evolut pro (product code npt, PMA# p130021), evolut pro+ (product code npt, PMA# p130021), and evolut fx (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.